Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the tip of the his lead deformed and could not be withdrawn from the catheter sheath. The lead was removed and not used. No patient complications have been reported as a result of this event.